Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The actual device lot number was not reported for this investigation. The account was not sure which lot numbers were used, but submitted two possible lot numbers. The device lot history record review for both of the lot numbers indicated no non-conformities related to both lots, therefore, supporting the devices met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, a 14f manta was planned for closure. The physician encountered difficulty advancing the bypass tube through the hemostatic valve of the manta sheath due to severe resistance. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. Associated to: MDR fu-3010252479-2021-00232 manta. MDR fu-3010252479-2021-00233 manta.

Event description:
As reported: operator reports having difficulty inserting bypass tube into sheath due to severe resistance. A total of three 14f mantas were wasted during two tavrs, as the operator did not want to force the device. Additional information received on 29nov2021: the account declined to provide additional details. Associated to: MDR 3010252479-2021-00232 manta. MDR 3010252479-2021-00233 manta.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.